Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. One of the three returned parts showed a sporadic error that could not be localized more precisely. From the point of view of the experts, the cause of the error was a temporary contact problem which was eliminated by replacing the affected components. The x-ray tube, d600 and d601 boards have been exchanged by the local service organization. The error mentioned in the complaint did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that fluoro and acquisition was aborted. Following a system restart the problem was resolved, however, the procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.